Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 315 mg/dl. The customer indicated that a correction with a manual injection would be administered. A new cartridge was loaded.